Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued; replacement device shipped to site on 12/11/2015 for issue resolution. A medtronic representative replaced the system monitor and performed a navigation system check-out, all areas passed.medtronic investigation of returned suspect monitor is on-going.

Event description:
A medtronic representative reported that while testing the navigation system the monitor flashed and turned off/on. The medtronic representative was registering a demo head during testing and reported the system did not get turned off or rebooted itself. There was no patient present when this issue was identified.

Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. The monitor was connected to a test system for a multi-day burn-in test. The image remained normal during all testing. The image did not go blank during testing. Although the bios was outdated, the monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.